Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Blood glucose level was in the 70's mg/dl range. Tandem technical support advised the customer to charge the pump daily for 15 minutes.